Manufacturer narrative:
(B)(4) guide catheter broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual evaluation found the guide catheter was detached from the pullwire and was kinked in several locations. The proximal tip of the guide catheter was enlarged indicating that the guide catheter was attached securely during manufacturing. The push catheter was buckled and torn. A functional evaluation for stent deployment could not be performed because the guide catheter was separated, therefore the delivery system was no longer functional. The evaluation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to interference between the guide catheter and push catheter resulting in the guide catheter to separate from the pullwire cannula during stent deployment. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and there is no evidence that the device wan not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014 in the bile duct. According to the complainant, during the procedure, when they tried to release the stent without removing the guidewire, resistance was encountered and the inner catheter detached. The detached portion of the catheter remained inside the patient but was removed endoscopically and procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014 in the bile duct. According to the complainant, during the procedure, when they tried to release the stent without removing the guidewire, resistance was encountered and the inner catheter detached. The detached portion of the catheter remained inside the patient but was removed endoscopically and procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.